Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited low sensing and unstable thresholds. A chest x-ray was performed, in which a lead dislodgement was confirmed. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.